Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, at the time of suture implantation, the suture thread broke and the device became stuck in the patient when the device was attempted to be removed. The foot did not close prior to device removal attempt. With some difficulty, it was possible to remove the device after the wires [suture] was cut. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the location of the device is unknown.

Event description:
On (B)(6)2022 additional information received stating: the foot did not closed prior to device removal attempt. The device became stuck and was able to be removed after the wires [suture] was cut. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.